Event description:
The contact stated the customer's meter was reading low. The customer had readings of 4.8 and 7.2. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.